Event description:
It was reported by a nurse that high lead impedance was seen at a follow-up appointment. The patient was reported to have been implanted a month prior to the report of high lead impedance. X-rays were taken of the patient and sent to the manufacturer for review. The generator was visualized in the left upper chest. The filter feed-through wires appeared to be intact. The lead connector pin seemed to be fully inserted into the generator connector block. There was no lead placed behind the generator. The entire lead could be assessed and no anomalies found. Electrodes seem correctly aligned on the vagus nerve. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, when the patient information and some of the product information was provided. The patient was seen on (B)(6) 2012 and system diagnostics showed output=limit/current delivered=0ma/lead impedance=high/impedance value >10,000ohms/ifi=no. Previously the impedance had been high impedance with a value of 7,000ohms. The generator was programmed off and the patient was referred for surgery. The patient had surgery on (B)(6) 2012. Initial interrogation and system diagnostics showed the device to be disabled and high impedance of >10,000ohms. The surgeon exposed the device, inspected the connection then removed the lead - this was re-inspected and the pin cleaned. The lead was reinserted and a system diagnostics test was run showing an impedance value within normal limits of 3436 ohms. The lead was then removed and the test resistor inserted to run the generator diagnostic test which was normal, with a recorded impedance of 3946 ohms. The lead was then inserted again and system diagnostics test showed 3718 ohms. A final system diagnostics test was run which showed 3704ohms.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Additional information was received regarding patient's date of birth and sex and regarding the product reported. (B)(4).